Event description:
It was reported that during a hemicolectomy procedure, the fired clips were opened. So a new device was used to carry out this procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
(B)(4). Dropping/ejecting clips the analysis results found that the (B)(4) instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining eleven clips. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.